Manufacturer narrative:
The attachment was received at the international distribution center for testing. An eval was initiated, but has not been concluded. A f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that this attachment overheated during an osteotomy. The procedure was completed successfully. There were no adverse consequences reported as a result of this event.